Event description:
I have used fixodent for approximately 20 years. In 2007, I was diagnosed with a stroke which left me blind in left eye and partial vision in right eye. Blood tests show that I have low levels of copper and high levels of zinc in my blood. My neuropathy is permanent. Dose or amount: denture creme. Frequency: once daily. Route: oral. Dates of use: 1990 - present. Diagnosis or reason for use: denture adhesive creme. Event abated after use stopped or dose reduced?: no.